Event description:
It was reported that the patient went to their clinic for a refill and upon interrogation, the health care provider (hcp) noted an empty pump reservoir, and 20.4 ml had been dispensed since the last update. The hcp withdrew approximately ¼ of ml out of the reservoir. The patient noted hearing the alarm, but thought it was her husband¿s games, or something in her environment. It was noted the personal therapy manager (ptm) was showing a refill date of (B)(6) 2013. The last update was noted to be on (B)(6) 2013 and the pump was increased, thus it was noted that if the patient had used her maximum activations with the ptm, the alarm date would have been (B)(6) 2013. The time on the programmer was accurate on the date of the report; however, the hcp was unsure what time was on previous programmer from the update on (B)(6) 2013. The patient was not having any therapy issues at that time. It was recommended to fill the pump and update the reservoir volume. Troubleshooting options were discussed. The drug in the pump was morphine. Additional information received reported the cause of the event was unknown. There was no patient injury and the patient did not require hospitalization. The hcp noted the pump over-dispensed 20.4 ml and the ptm indicated there was residual medicine until (B)(6) 2013. The patient¿s pump was refilled, the drug concentration was changed, and a bridge bolus was programmed. The patient had been getting an average of 3 doses/day with the patient activations. The patient would return to the hcp when they were due for their next pump refill.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial #(B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter, product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).